Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6 and h10. Corrected information can be found in the following fields: b3 and d4. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was removed and the fragment was retrieved with a laparoscopic forceps. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon noticed an abnormal sound from the gen11 generator when firing. The surgeon had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. No information was provided regarding if the patient returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to patient demographics or tests/laboratory data specific to the incident. 61 intuitive surgical received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly 0.253¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. The customer did not provide the instrument's sequence number upon reporting the complaint; therefore a review of the instrument log was performed for the harmonic ace (part number 480275) on (B)(6) 2020 on (B)(4). The logs showed one harmonic ace entry; however the lot number did not match the reported instrument lot number. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastroplasty (gastric banding) surgical procedure, the end of the harmonic ace broke while cutting tissue. The procedure was completed with no reported patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer indicated that a fragment of the instrument fell inside of the patient when the surgeon was using the instrument. The instrument was inspected prior to use and was used for five minutes prior to the breakage. All fragment(s) were retrieved during the same procedure. The customer used an endoscopic instrument to remove the fragment from the assistant port. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon did not have issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were taken but were not provided to isi review. No information could be provided pertaining to patient demographics or tests/laboratory data specific to the incident.